Event description:
As reported by the user facility: braun IV pump malfunction - b-braun 01-99-001 (B)(4) vancomycin IV piggyback hung at 1011 as secondary infusion on primary line rate 200ml/h vtbi 500ml. At 1400 noted aprox 300ml remained in IV piggyback bag.